Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. Concomitant medical products : unknown femoral stem catalog#: ni lot#: ni, unknown taper adapter catalog#: ni lot#: ni. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient underwent a revision procedure approximately nine years post implantation due to pain, loosening, bone loss, and a lack of bone ingrowth. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device has been returned for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report

Manufacturer narrative:
An m2a cup, head, and taper insert were returned and evaluated against the complaint. The head and taper insert remain assembled. The assembly is seized inside the cup and could not be loosened or detached by hand. No tools were used. The outer radius and rim of the head have been scratched. The exposed face of the taper insert has been scratched. Off-white and orange-yellow debris was observed on the porous coating of the cup. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Additional information does not change the root cause of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Updated: b4, b5, g4, h1, h2, h6, h10. Reported event was confirmed by review of medical records. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Unknown cup, pn unknown, ln unknown. Multiple MDR reports were filed for this event. Please see reports: 0001825034-2018-09550. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient underwent a revision procedure approximately nine years post implantation due to pain, loosening, and metallosis. Surgeon noted some serous brown fluid in the joint. He also indicated that the acetabular component was mechanically loose and showed no evidence of ingrowth on the back side with soft bone and loss of bone within the acetabulum. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information provided by customer. Device history record (DHR) was unable to be reviewed as lot numbers were not provided. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.